Manufacturer narrative:
Batch review performed on 16 july 2019: lot 171211: (B)(4) items manufactured and released on 21-june-2017. Expiration date: 2022-06-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: an unknown problem affects the patellar bone of this patient. It caused loosening of the patellar implant and no substitution at revision surgery. The cause of this situation is unknown but there is no reason to believe that it may be related to a faulty implant.

Event description:
The patient came in complaining of pain which was caused from bone resorption of the patella. The surgeon performed a partial patellectomy and revised the tibial insert, from a 14mm poly to a 17mm poly, 1 year and 3 month and a half after primary. The surgery was completed successfully.